Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. " I would like information about the false positives. Inquiries regarding cases where only n1 was detected. Will retesting change the results? Is it happening elsewhere?" D.1. Medical device brand name: bd max¿ system, bd max¿ instrument h.6. Investigation: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported that they have received only an n1 positive result and would like to know what to do with it and if this is occurring at other facilities. Application specialist explained to the customer that the potential cause of only receiving n1 or n2 is from nonspecific reaction or low viral loading and recommended that the customer rerun the samples and explained that this kind of case is seen at other facilities. No parts were returned to bd for investigation. Complaint is unconfirmed as an instrument issue as the issue is related to samples or workflow. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified " I would like information about the false positives. Inquiries regarding cases where only n1 was detected. Will retesting change the results? Is it happening elsewhere?"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. " I would like information about the false positives. Inquiries regarding cases where only n1 was detected. Will retesting change the results? Is it happening elsewhere?".